Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-tr injector and a haptic got caught and tore upon insertion. The incision was enlarged to remove the lens and sutured after another lens was successfully implanted.

Manufacturer narrative:
.